Event description:
It was reported that the fluency tracheobronchial stent graft partially deployed, approx 1/3 out sheath. The target vessel was the left biliary duct, which was a "very tight vessel." The stent graft was removed without incident and another used successfully to complete the procedure.